Event description:
It was reported that once connected to the saline, the wand began squirting saline out of the tip. No injuries were reported to the patient or the user.

Manufacturer narrative:
The patient's age, gender and weight were requested but not received. Evaluation summary: visual analysis and functional testing were performed; however, no anomalies were found. A review of the device history record found no non-conformances associated with this lot.